Event description:
It is reported that doctor heard an audible tick sound while inserting dcb00 lens into the patient's eye. He noticed that the tip had cracked during insertion when removing the bevel of the inserter from the eye. The iol was successfully implanted and no patient complications were reported. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 14-july 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The cartridge tip could be observed to be cracked and bent; the cartridge was also observed to be cracked. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. No lens was received as part of this return. Conclusion: based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process, the product was released within specifications. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.